Manufacturer narrative:
Should additional information become available, this event will be updated and resubmitted.

Event description:
Boston scientific received information that the patient with this implantable system presented to the emergency room in a ventricular tachycardia storm. The first delivered shock accelerated the arrhythmia to a fine ventricular fibrillation. Intermittent sensing due to low amplitude resulted in diverted and then exhausted 31 joule shocks. Therefore, external defibrillation was utilized. Upon interrogation, the fault code 'high voltage during charge' was observed. A review of daily measurements revealed r-wave measurements of 3.5mv. It was suspected high defibrillation thresholds contributed to non-conversion and a high energy device or new lead may be required. The device has been programmed to 'most' sensitivity until action has been decided by the physician. Currently this system remains implanted and in service. No adverse patient effects reported.